Manufacturer narrative:
B3: the event occurred on an unreported date (2 years ago). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with unspecified anti-inflammatory drugs for the event. The cause of the event was reported as due to improper diet. Hospitalization and patient outcome were not reported. Pd therapy was discontinued. The reporter declined to provide additional information.